Event description:
It was reported that the 16 french bard nasogastric sump tube was placed and attempted to auscultate air in the belly. At that point, when placed to suction, the caregivers noted a small hole in the tubing near the exhaust pipe where junction of tube at distal side from patient. As per follow up via email on (B)(6) 2023, it was reported that the lot for the device was nggs1366. There was no patient impact and the device was disposed of.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be due to "inadequate material selection, design is inadequate". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 16 french bard nasogastric sump tube was placed and attempted to auscultate air in the belly. At that point, when placed to suction, the caregivers noted a small hole in the tubing near the exhaust pipe where junction of tube at distal side from patient. As per follow up via email on 13mar2023, it was reported that the lot for the device was nggs1366. There was no patient impact and the device was disposed of.